Manufacturer narrative:
Submit date: 06/10/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
On (B)(6) 2016 the customer states the unit had a bed hook and power cord issue. Upon evaluation on 6/9/2016 the power cord was found to have exposed copper wire.

Manufacturer narrative:
Submit date: 08/08/2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a damaged power cord with exposed copper wire. Therefore, this report will be based on information provided by the technical center. The scd 700 was evaluated and the customer reported issue for the damaged power cord with exposed copper wire was confirmed. The cause of the reported condition for the damaged power cord was customer damage / misuse. The damaged power cord was scrapped to correct the reported issue. Scd 700 was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.